Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 485 mg/dl; cause was not known. A correction bolus was delivered and a manual injection was administered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue.